Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that the soft tip of backflush tubing malfunctioned intraoperatively, dislodged and fell into patient's eye globe. The soft tip was able to be retrieved from patient's eye, by operative surgeon without any adverse patient outcomes. The details of the surgery were not reported.